Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01910. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystotomy requiring repair; due to cystocele and urinary stress incontinence. It was reported that the patient underwent transvaginal hysterectomy / bilateral salpingo-oophorectomy, uterosacral suspension and excision of vaginal mesh and anterior repair on (B)(6) 2011 due to pelvic organ prolapse, vaginal foreign body, family history of breast and ovarian cancer, personal history of breast carcinoma in situ.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2010 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, organ perforation, recurrence and dyspareunia. It was reported that patient underwent corrective surgery, removal of mesh and hysterectomy on (B)(6) 2011 due to excision of vaginal mesh and anterior repair and uterosacral suspension. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infections, overactive bladder, urge incontinence, nocturia and urinary frequency. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency.